Event description:
It was reported that the patient was seen in the hospital for pre-syncopal/syncopal symptoms. There was one instance of loss of capture and intermittent loss of capture on the right ventricular lead. It is unknown if the patient's symptoms are related to the intermittent capture. The threshold was increased and the lead function will be monitored. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).